Event description:
It was reported that in the pt's room a few hours after the catheter was placed, the user found that the extension line had separated from the hub. As a result, the catheter was removed but not replaced as treatment was no longer necessary. There was no reported delay, death, or complications to the pt. It was noted the pt was immobile.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.